Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study: on (B)(6) 2021, this 37-year-old female patient was routinely treated for acute thoracic aortic dissection type b with placement of a zta-p-30-201, a zta-p-28-201, and a zdes-36-180, starting in zone 2. Left subclavian transposition was also done during the study procedure. Procedure imaging revealed patent study devices, completely thrombosed thoracic false lumen, patent abdominal false lumen with type ib flow from the primary tear, and no device issues. On (B)(6) 2021, (B)(6) 2022, (B)(6) 2022, follow-up computed tomography (CT) revealed no progression of dissection, no new entry tear, completely thrombosed thoracic false lumen, patent abdominal false lumen with type ib flow from the primary tear, patent study devices, no thrombus, and no device issues. On (B)(6) 2024, follow-up x-ray revealed no device issues. On (B)(6) 2024, follow-up CT revealed no device issues, but the data are otherwise incomplete. On the same date, the patient experienced ¿dissection of the abdominal aorta distal to the stent graft, extending to the bilateral iliac arteries, with partial thrombosis of the false lumen¿, ¿dissection of the celiac trunk with partial thrombosis of the false lumen, without significant stenosis¿, and ¿dissection of the superior mesenteric artery¿. No treatment was provided for any of these events and the site did not answer relationship questions. On (B)(6) 2024, the patient experienced ¿occlusion of the superior mesenteric artery¿, which was treated with balloon angioplasty. Relationship questions were not answered. The 4-year follow-up visit on (B)(6) 2025 did not include imaging. Patient outcome: the incident are noted as ongoing. No secondary interventions have been entered. The patient remains in the study; data collection is ongoing.